Event description:
Information was received from the physician that the lead explant due to infection was a continuation of the infection at the generator site 4 years prior. Due to the 4 year gap between explant procedures, it was not initially assumed that the lead explant was related to the same infection as the generator explant. The generator explant due to infection was previously reported in MFR. Report # 1644487-2015-05449. As it is now known that the explant procedures are related to the same infection, all further investigation and reporting will occur in association with MFR. Report # 1644487-2015-05449, including the assessment of this new information. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent vns lead explant due to suspected infection. The patient's lead was implanted in 21 years ago, and the most recent vns surgery prior to the lead explant was the generator explant four years ago. A review of device history records showed that the lead was sterilized prior to distribution. No unresolved non-conformances were found. Attempts have been made to obtain additional information; no additional information has been received to date. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device.